Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump's touchscreen cracked after the device was dropped, rendering the device nonfunctional and no longer watertight. Symptoms included hyperglycemia with continuous glucose monitoring indicating high readings; the user reported a blood glucose of 386 mg/dl over a period of hours without acute complications. Outcomes included the user administering 6 units of insulin by pen as backup therapy and no medical intervention or hospitalization. Investigation included customer interview, device shutdown guidance, data backup instructions, and logistics for replacement and return. Investigation of this device revealed physical damage to the touchscreen component that impaired device function, consistent with use-related mechanical damage to the enclosure/display assembly. It was concluded, based on previously established findings for similar reports, that the cause was accidental damage due to device drop.